Manufacturer narrative:
It was reported that the patient had hip surgery and failed to put his device into surgery mode. After attempting to reset the ipg, it still did not connect to my cp. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number: 3006705815-2023-04403, 3006705815-2023-04457. It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not set to surgery mode. X-rays also revealed that the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the system was explanted and replaced with no complications. Effective therapy has been established.